Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the universal handswitch was causing a handpiece to run in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated and no other failures were detected during the device evaluation. The device was discarded by the manufacturer.